Manufacturer narrative:
T:flex user guise states: only humalog® and novolog® have been tested by tandem diabetes care, inc., and found to be compatible for use in the t:flex system. It is not intended for use with any other delivery substance. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Reportedly, the customer uses apidra insulin in their cartridge. The customer's current blood glucose level was 160mg/dl. The past occlusions were resolved by performing infusion set changes, the current occlusion was cleared and insulin deliveries were successfully resumed. The customer declined troubleshooting with tandem technical support to determine a possible cause of the current occlusion. Tandem technical support informed the customer that apidra was contraindicated for use with the pump.